Event description:
It was reported to philips healthcare that the heartstart xl+ had a red x prior to opcheck with a "hardware error log detailed: power mcu cpld memory error." There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.